Manufacturer narrative:
The initial report had the incorrect aware date. The correct aware date is (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 511 mg/dl and customer reported that the insulin pump alleging possible pump under delivery. The customer did not clearly provide symptoms for the high blood glucose. The customer treated the high blood glucose with a manual injection of insulin and with the insulin pump. The customer reported having issues with the infusion sets leading to the high blood glucose. Troubleshooting was provided for the high blood glucose. No problem was found with the insulin pump. The customer was advised to speak with healthcare provider. The insulin pump will not return for analysis.